Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was inside the distal tip of the pusher assembly. If the ruby coil lp is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The detached embolization coil was not returned for evaluation. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the physician met resistance and the ruby coil lp unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil lp. It was reported that the coil was flushed out on the back table. The procedure was completed using additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.